Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) indicated for spinal pain. It was reported that the patient experienced shocking and loss of stimulation. The ins system had been working on and off, but it would turn on really high and they could not adjust it. The system would shock the patient when they would sit or squat. It was noted that the system eventually quit working altogether in (B)(6) 2016. The last time the patient charged the ins was (B)(6) 2016. The patient was redirected to their healthcare professional (hcp) regarding shocking, overstimulation, and quit working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.